Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple non-tandem infusion set cannula's became bent. Reportedly, this caused the customer¿s blood glucose to become elevated. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. Brand of infusion set was not reported.